Manufacturer narrative:
(B)(4). The product was not returned to for analysis, which may have assisted in the investigation. The product experience may be due to a number of factors including, but not limited to a manufacturing deficiency, patient anatomical conditions, and operator deployment technique. Patient anatomical conditions may contribute to the reported event; however, femoral angiograms revealed no right or left common femoral artery calcification or tortuosity, but there was a history of prior arteriotomy closure in the left and right common femoral arteries. Incident information indicated that the barrel of second prostar xl device was advanced too far into the right common femoral artery causing an increase in the size of the access site. The prostar xl instructions for use (IFU) states to carefully back-load the prostar xl device over the guide wire until the guide wire exit port is just above the skin line. Remove the guide wire. Continue to advance the prostar xl device until the barrel is at skin level. Deviating from the IFU is the likely cause for the reported needles not fully capturing the arterial tissue, which was due to an increase in the size of the access site that was caused due to the device being advanced too far into the artery. A conclusive cause for the reported event cannot be determined; however, deviating from the IFU may have contributed to the reported event. A review of the lot history record did not reveal any nonconforming material records for the reported lot. A review of the complaint handling database for the reported lot did not reveal any other incidents related to needle deployment. During manufacturing, devices are visually inspected and a sampling of the devices is destructively tested to verify the functionality of the device. No product quality deficiency was noted.

Event description:
It was reported that prior to an abdominal aortic endoprosthesis procedure, pre-close placement of the sutures was attempted in moderately scarred right and left common femoral arteries (lcfa) and (rcfa) using prostar xl devices. Reportedly, after deploying the suture in the lcfa from prostar xl device #1, an attempt was made to deploy the suture in the rcfa with a second prostar xl device. However, the barrel of second prostar xl device was advanced too far into the rcfa, which caused an increase in the size of the access site that affected the ability of the needles to fully capture arterial tissue. After completion of the abdominal aortic endoprosthesis procedure, as the knot of prostar xl device #1 was advanced forward to the lcfa arteriotomy, the suture was pulled too hard causing the suture to pull out from the vessel. Both the lcfa and rcfa were surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device #2 prostar xl is being filed under a separate manufacturer report number. (B)(4), failure to follow instructions. It reported that the green suture was pulled too hard causing the suture to pull out from the vessel with the knot intact. The instructions for use state under knot advancement to gently tension the suture to create a longer suture end. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.